Event description:
Caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Reportedly, the customer was not cleaning the pump pneumatic tap. Tandem clinical support educated the customer on cleaning the pump pneumatic tap. Customer cleared the alarm and resumed insulin delivery.